Manufacturer narrative:
(B)(4). Electrical analysis revealed current leakage in lead caused by damaged inner insulation. The inner insulation was damaged due to that the outer coil was strongly squeezed. The damage found was sustained during the surgical procedure.

Event description:
It was reported that after fixation of the lead into the device, low out of range pacing lead impedance was noted. The lead was explanted and replaced. An insulation damage beneath the suture sleeve was observed. The patient's condition is fine after the event.